Event description:
It was reported that the pt had an infection at the pocket site. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Event description:
It was reported the patient was implanted on 2008-(B)(6) and the catheter became infected. The patient had to be on intravenous medi cation for several weeks before the pump and catheter could be replaced. The pump had previously been used to deliver hydromorphone.

Manufacturer narrative:
(B)(4).